Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the second day of placement, during dialysis after catheterization, fluid leaked from the extracorporeal extension. There was a leak at the exit site, which referred to the external segment of the catheter extending from the skin. A tego was not utilized, and there was no luer adapter issue. Flushing was done prior to use with no anomalies observed. No other products were utilized with the device, and nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No lotions or medications were used to treat the patient. Iodophor was the cleaning agent used on the device, and it was typically utilized to clean the catheter in its entirety. No ointments were utilized at the exit site. The cleaning agent was allowed to dry thoroughly prior to dressing the area. The patient was not responsible for any type of catheter maintenance. Cleaning agent was never switched or mixed over the life of the catheter, and sepsiderm was not used to clean catheters on the site. There had been no recent protocol change for cleaning agents used, and the patient themselves was not using any type of cleaning agent or antibiotic on the catheter. The catheter was repaired by performing an incision two centimeters from the patient's body at the site of the serous exudate; this resolved the issue, and treatment was able to be completed. No repair kit was used. There was no blood loss or need for a blood transfusion. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the catheter had a pinhole leak. There appeared to be no abnormalities with the device. It was reported that there was a leak on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur due to the catheter coming into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.